Event description:
Additional information was received from abbott international afiliate, abbott UK, stating: "balloon ruptured while attempting to inflate catheter in order to 'float' it, with immediate replacement with identical device." Device was inserted on 5/30/99 and discontinued on 5/30/99, not on 6/6/99, as previously reported. Event outcome marked as recovered, with "no apparent injury or adverse effect to patient." Patient diagnosis of sepsis. No further information was available.